Manufacturer narrative:
H11: the actual device was received for evaluation with fluid in the bladder. When the fill port cap was opened, leak (backflow) was observed from the fill port. Subsequent examination on the unit revealed the root cause of backflow from the fill port was due to a particle stuck under the device checkband. The checkband is located inside the bladder. The particle was identified to be acrylic material via a fourier transform infrared spectroscopy (ftir) test. Acrylic is the material of the device stressmember. The stressmember is located inside the bladder. Small shaving from the stressmember may have been stuck under the checkband during manufacturing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drug leaked near the inlet of a large volume infusor. Further described as "the drug flowed back from the inlet side immediately after the drug was injected". This occurred during filling while compounding. There was no patient involvement. No additional information is available.